Event description:
It was reported that a balloon rupture occurred. The severely stenosed target lesion was located in the arteriovenous fistula. A 6.00mmx2.0cmx50cm was selected for use. During procedure, it was noted that the balloon ruptured. After physician's observation, the device was removed from the body and the procedure was completed with another of the same device. No complications were reported, and the patient was in stable condition after the procedure.

Event description:
It was reported that the balloon was ruptured. The severely stenosed target lesion was located in the arteriovenous fistula. A 6.00mmx2.0cmx50cm was selected for use. During procedure, it was noted that the balloon ruptured. After physician's observation, the device was removed from the body and the procedure was completed with another of the same device. No complications were reported, and the patient was in stable condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 4mm distal of the proximal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification (#(B)(4)). A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.